Event description:
On november 30, 2009, the lay user/patient contacted lifescan alleging that a one touch ultramini meter read inaccurately erratic. The medical surveillance specialist (mss) spoke to the patient on december 10, 2009, and was able to obtain/verify information. The patient tests his blood glucose 5-10 times a day. He takes lantus insulin in the evening and sliding-scale humalog insulin based on his meter readings. The patient indicated that the alleged issue had been occurring for the past year on numerous occasions. The patient was unable to recall or provide any specific meter readings obtained during the time of concern. The patient mentioned that his readings would fluctuate by as much as 200 points within minutes. As a result of the alleged issue, the patient claimed that he suffered several instances of "severe hypoglycemia" and "severe hyperglycemia." In the hypoglycemic events, the patient claimed that he probably took too much insulin based on an inaccurate meter reading and then developed symptoms of shakiness and sweating. The patient alleged that he has been probably giving himself incorrect amounts of insulin resulting in high and low blood sugar events. Now, the patient tests himself twice before taking any insulin since he is afraid of having hypoglycemic events. The patients was reportedly using correct steps for testing with the reported meter and products. The reported meter was set to the correct unit of measurement setting. The patient did not have control solution or the reported meter for troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms that can be associated with a serious injury after the alleged issue began.